Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a red alert. The patient was referred to their clinic; however, it was observed that the red alert had been cleared by the clinic and the reason for it was unknown. The ICD remains in service and no adverse patient effects were reported.